Manufacturer narrative:
Event problem and evaluation codes: updated. No product has been returned and therefore are unable to confirm the issue. No device history record (DHR) review was required as the reported issue is damage caused by customer. If the device is returned the investigation will be re-opened and a supplemental MDR will be filed as necessary.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the o2 cover is broken on the ventilator. Additional information received via email on 9-jan-2023. There was no patient harm; the technicians noticed the issue and put in a work order for the biomed team. Issue was found prior to patient use.